Event description:
It was reported that the procedure was being performed in the (B)(4) neonatal dept. During insertion, the physician was attempting to thread the catheter over the spring wire guide (swg). At which time, the catheter would only pass through the hub. As a result, everything was removed. Reference MDR #1036844-2011-00214 for the second event and MDR #1036844-2011-00215 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info become available.